Event description:
Boston scientific received information that during a routine follow-up visit, the programmer could not establish telemetry with the device. As a result, this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device had no telemetry and a memory download could not be performed. When the device case was removed, it was noted the cell was depleted. The current measurements were within specifications. The cell voltage recovered slightly when the cell was removed the hybrid. The reason for the cell voltage being low was not able to be ascertained.